Event description:
It was reported that post-implant, the patient felt chest pain. Perforation was observed via echo. The patient became dizzy due to loss of capture. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.